Event description:
It is alleged that the catheter was inserted without use of the stylet. It was subsequently noted that the pt exhibited blood at the urethra. The pt was treated for a bulbo-urethral tear.